Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic with purulent drainage coming from the percutaneous lead (driveline) site. Cultures were taken and the patient was started on doxycycline and ciprofloxacin. Cultures were positive for streptococcus agalactiae and the patient was then switched to cefpodoxime on (B)(6) 2018. Drainage began to improve; however, the patient was admitted to the hospital on (B)(6) 2018 for a subtherapeutic international normalized ratio (inr). Antibiotics were continued and the patient was discharged on (B)(6) 2018 with orders to continue cefpodoxime. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was seen on (B)(6) 2018 in clinic and progressing well with resolution of drainage, but remains on home intravenous antibiotics.